Event description:
The customer reported that they were unable to acquire a 12-lead ECG. There was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.